Event description:
Dealer called stating that the right side footrest on the lttb19fr transport chair allegedly will not tighten. Consumer alleges that the footplate will not stay up, is loose, making the footplates uneven. Replacement front riggings on warranty order #(B)(4). No injury.